Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using reference meter and retention controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of all lots currently valid in the market are tested in comparison to the current master lot at roche mannheim. For this purpose, the strips are measured with two human blood samples from marcumar donors and one high-level control sample on internal reference meters. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is patient/consumer.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result at 6:32 am was 4.8 inr. The laboratory result at 7:30 am was 3.6 inr. The patient's interval for testing is once a week. The therapeutic range is 2.5 to 3.5 inr.